Manufacturer narrative:
(B)(4). Date sent: 4/4/2023. Investigation summary : call home revealed probe temperature measurement errors. The probe returned with only 5cm of the cannula attached to the handle. The remaining 10cm was not returned. According to the additional information from the rep, no excessive force was used to manipulate the probe in the patient. The root case of the damage is unknown. Lot ml20045183 was reviewed (in process sn (B)(6). Manufacture date: 5/28/20. Expiration date: 1/1/24. Probe sn (B)(6) had a hole in fep adjacent to probe handle tip.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2021. H6: component code: cannula (g04019). Maude report number: mw#5100085. Investigation summary: the probe returned with only 5cm of the cannula attached to the handle. The remaining 10cm was not returned. According to the additional information from the rep, no excessive force was used to manipulate the probe in the patient. The root case of the damage is unknown. Call home was reviewed for system nm20nea00839 on 2/18/21. A pr15, nm20ncb05490, was connected to channel 1, tested, and put into tissu-loc. An ablation was set to 10:00, 65w. The user stopped the ablation after 3:48. Tissu-loc was reactivated. After 4 minutes, multiple probe temperature measurement errors were seen. The probe was disconnected and this marked the end of the case. Probe nm20ncb05490 (1 use, 3:48) was investigated at neuwave. The probe returned with only 5cm of the cannula attached to the handle. The remaining 10cm was not returned (see image). According to the additional information from the rep, no excessive force was used to manipulate the probe in the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2021. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the approach/where anatomically was the probe inserted? The probe was inserted percutaneously into the liver with CT guidance. Was there any resistance felt or any challenges inserting the probe? No resistance or changes inserting the probe. Were there any lateral forces applied to probe? No. At what point did patient start coughing? 4 minutes into the ablation. Ablation was stopped was the tissue lock in place during coughing? No. Was the tissue lock still in place during attempt to remove? No. Was time allowed to defrost before removal? Yes. Was the ablation able to be completed? No. Will the broken tip be returned? Yes. What is the current patient status? Patient is ok.

Event description:
It was reported that during a liver ablation on a male (B)(6) years old, while under maximum sedation, four minutes into the procedure the patients¿ blood pressure increased and the patient started coughing. The probe was put on tissue lock while the anesthesiologist checked the patient. The surgeon decided to remove the probe from the patient. Five centimeters of the probe came out of the patient and ten centimeters of the probe remained inside of the patient. There was also c02 in the patients abdomen. The patient had to be re-operated on to remove the ten-centimeter piece of the probe that remained in the patient. The patient is doing ok and is still in the hospital.